Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens went into the eye like a "taco" and unfolded upside down. The incision was enlarged slightly to remove the lens during the same surgery and the backup lens was implanted. The reporter stated the lens tore upon removal and sutures were not required. The reporter stated the patient was stressed because the surgery took longer than planned.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).